Event description:
Caller reported a minimum fill notification that resulted in the customer¿s blood glucose level exceeding 500 mg/dl. The exact value was not known, but the level was displayed as "high." The caller had not taken any actions at the time of the call except reaching out to cts. Cts educated the caller on the minimum fill recommendation for their pump and instructed adding insulin to the cartridge. Caller didn't have any additional insulin. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.